Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine preventative maintenance, the device intermittently displayed a "defib error" message, however was not able to identify which message was displayed. Complainant indicated that there was no pt involvement in the reported malfunction.